Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. No davinci products are being returned for evaluation. The or nurse reported that there were no instrument issues. Review of all multi-use instruments used during the procedure found that all 3 instruments were used in 2 different procedures on the same reported event date. The first procedure was on davinci system sk3732, and the second procedure was on a different davinci system. The system logs for sk3732 (reported to be this procedure) found no errors likely related to the procedure for the prograsp forceps or the fenestrated bipolar forceps. For the monopolar curved scissors, it was noted that there were 3 iesu (integrated electrosurgery unit) errors; however, the or nurse reported no instrument issues, and with the limited event information, any relevance to the event cannot be determined.

Event description:
It was reported that during a da vinci-assisted nephro-ureterectomy procedure, the gonadal vein was torn, and the aorta was "stamped" about one hour and 10 minutes into the procedure. The bleeding could not be controlled robotically, so the surgeon made the clinical decision to convert to an open surgical procedure. According to the operating room nurse, the issue was not related to an instrument malfunction. The system, instruments, and accessories were inspected prior to use and no damage or abnormalities were observed. Additional information was requested, including translation of "stamped", operative and product details, and the patient's current status, however, no clarification was provided. It was stated by the or nurse that, "the rest of the parts are sensitive and difficult to answer." It was not possible to contact the surgeon directly.